Event description:
It was reported that the patient was having problems with recharger. The recharger was showing no batteries when they were charging. The patient used the patient programmer to adjust stimulation and it showed no battery. The patient could only get four bars. They were having problems with the ¿thing behind the battery¿. The implantable neurostimulator (ins) was at ¼ charge and charging. The patient was confusing coupling bars with the ins charge level. The patient got burned when charging; the event date was (B)(6) 2015. The recharger antenna burns the patient when directly against the skin. There was a coupling problem, the patient could not get coupling when sitting or laying. The patient was extremely escalated demanding ins explant. The recharger burns skin when using directly on the skin. Since implant the patient could recharge standing but could not get coupling sitting or laying. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was referred to the manufacturer representative for reprogramming at the last appointment. The patient's stimulator was not working. The patient couldn't charge normally and was not receiving effective therapy. X-rays were done and the device was positioned correctly. The patient was not recovered, symptoms/issues were ongoing. If additional information is received, a follow-up report will be sent.